Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in the left iliac vein with aortic occlusive disease. A 10x100x120 epic vascular stent was successfully deployed. However, when the physician was retracting the stent catheter to remove from the body, the delivery catheter stayed on the wire. The wire and the delivery catheter were successfully removed. There were no patient complications nor injuries reported.